Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incorrect time on machine. A technical support specialist troubleshot the device and dialed into the station, found the time was an hour behind, corrected it to the proper time zone, confirmed the station was communicating and not disconnected, and informed the user via email. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system showed wrong time during use. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.